Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, the electrode broke. The device was mainly used for cutting during dissection of ligament and layers. For controlling bleeding, soft coagulation mode was used with opti4. The issue was noticed 2 hours later, during the procedure when the opti4 was placed on an instrument tray after use, and the electrode tip was found disengaged from the shaft and fell on the tray. The device was not in contact with other devices, or excess load was applied to the electrode tip. A new device was opened to continue. There was no patient harm.

Manufacturer narrative:
Evaluation summary the product was not returned, however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection of the pictures found the tip of the electrode to have broken off. The reported condition was confirmed by the pictures. The inspection of the pictures showed that the tip broke off. The broken tip was also shown in the pictures. The picture of the fractured section indicated a stress fracture. The investigation of the pictures identified the root cause of the reported event to be the customer applying excessive force to the electrode tip. If information is provided in the future, a supplemental report will be issued.